Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a posterior prolapse, an anterior prolapse, and an enlarged left atrium. An xtw clip was inserted and grasping was performed. However, the posterior leaflet was unable to be grasped. The clip was repositioned and grasping was performed. It was then observed one of the grippers was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported unable to grasp leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation and unable to grasp were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.